Event description:
It was reported that to correct an av fistula procedure, three different devices were pulled and none of them fired. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4).. Instrument b: batch # c9d273, exp date: 10/17/2011, 11/17/2006, jaws. Instrument c: batch # e9f540, exp date: 05/2013, MFR date 06/18/2008, clips. Eval summary: the analysis results showed that one er420 was rec'd instead of an er320. The instrument was returned in good visual condition. The instrument was cycles, fed, and formed the remaining clips within mfg requirements when tested. The instrument was fully functional and conforming to mfg requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warrnated. And analysis results found that one er420 instrument (b) was rec'd instead of an er320. The instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warrnated. The analysis results showed that one er420 device (c) was rec'd instead of an er320. The instrument was cycled, fed and ejected the remaining clips. The instrument lock out was functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.